Event description:
When the physician injected homopiperazine into the device, a leak was noted outside the patient on the proximal portion of the shaft. There were no clinical consequences to the patient.

Event description:
When the physician injected homopiperazine into the device, a leak was noted outside the patient on the proximal portion of the shaft. There were no clinical consequences to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. The physician reported that a leak was noted around the hub when homopiperazine was injected into the device. As the device was not returned for analysis this could not be confirmed and a definitive cause identified. The manufacturing process includes patency checks to ensure that the device does not leak, therefore, it is unlikely that manufacturing was the cause for the reported issue. Based on the available information it is most probable that the device was damaged during handling of the device in preparation for use.

Manufacturer narrative:
(B)(4) - the reported shaft leak.